Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call the insulin pump's down arrow and act button was not responsive. Customer blood glucose reading was unknown. Troubleshooting was not performed. The insulin pump will not be returning for analysis.

Manufacturer narrative:
Device received with no button response at bolus, esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test or verify unexpected low battery alarm, unexpected battery power loss and unexpected back light anomaly due to no button response. No button error alarm during testing. However, keypad flattened button dome switch was found on esc, act. (B)(4).